Event description:
On (B)(6) 2019, pt presented to (B)(6) medical center (B)(6) with complaints of back pain and withdrawal symptoms. Pt underwent pain pump revision and replacement due to malfunction.